Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) stopped working which caused the pain to come back. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) was implanted. The patient was doing well postoperatively and the explanted ipg was not returned due to facility protocol.